Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('l really have bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder issues/holding pee for long time very painful"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("constantly bleeding"), polycystic ovaries ("pcos") and allergy to metals ("nickel toxicity") and was found to have weight increased ("I am still having a hard time losing weight"). The patient was treated with surgery (hysterectomy (full) in 2011). Essure was removed. At the time of the report, the pelvic pain, weight increased, bladder disorder, autoimmune disorder, genital haemorrhage, polycystic ovaries and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, genital haemorrhage, pelvic pain, polycystic ovaries and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: weight increased,polycystic ovaries , genital haemorrhage , allergy to metals . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : constantly bleeding, pcos, nickel toxicity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('l really have bad pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder issues/holding pee for long time very painful"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("constantly bleeding"), polycystic ovaries ("pcos") and allergy to metals ("nickel toxicity") and was found to have weight increased ("I am still having a hard time losing weight"). The patient was treated with surgery (hysterectomy (full) in 2011). Essure was removed. At the time of the report, the pelvic pain, weight increased, bladder disorder, autoimmune disorder, genital haemorrhage, polycystic ovaries and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, genital haemorrhage, pelvic pain, polycystic ovaries and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: weight increased,polycystic ovaries , genital haemorrhage, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : constantly bleeding, pcos, nickel toxicity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.